Manufacturer narrative:
The investigation is on-going. Further action will be available in the next expected report.

Event description:
Following the information gathered the backrest actuator detached from the bed frame causing the section to collapse. At the same time as adjusting the backrest, the caregivers used the mobile hoist, which caught on the actuator. There was no indication that the patient was on the bed during the event. No injury was claimed.

Manufacturer narrative:
The investigation is still on-going. Further information will be available in the final report.

Event description:
Following the information gathered the backrest actuator detached from the bed frame causing the section to collapse. The service technician indicated that the damage might been cause by a mobile hoist which trapped the backrest section. There was no indication that the patient was on the bed during the event. No injury was claimed.

Manufacturer narrative:
Based on the information provided by the engineer and 5whys method used to established the root cause we can conclude that it is possible that when the backrest section is hit by an obstacle, an abnormal tension is generated, which causes the backrest actuator pin to come out and as a consequence backrest section to collapse. The instruction for use (746-396-UK-13 12/2014) for minuet 2 warns the user: ¿when operating the bed, make sure its movement is not restricted by obstacles such as bedside furniture. Arjo device failed to meet its performance specification since the actuator detached partially from the bed causing the backrest section to collapse. The device was not used for patient treatment when the failure occurred. The complaint was assessed as reportable due to the allegation that backrest section collapse due to actuator detachment.